Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a possible root cause of the foreign material being present within the device could be due to insufficient reprocessing. Therefore, the most probable cause of the complaint is cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated was presented with foreign object inside the air/water nozzle was found.  There was no patient involvement.